Event description:
It was reported that message of fiber-optic sensor failure prompt on the screen of the cardiosave intra-aortic balloon pump (iabp), when attempting to use console on a patient. Users swapped out console and continued treatment without issue. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit with a trainer, catheter and fiber-optic (fo) tester, however, the iabp unit ran without issue. Upon review of the iabp log files, the stm observed code #53, which indicates issues with the fo. The stm ran the fo test several time without issue and was unable to duplicate the customer's reported issue. The stm replace the 9v battery as part of preventative maintenance (pm) and provided the customer with spare blood pressure (bp) transducer adapter cables and echocardiogram (ECG) trunk cables. The stm completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that message of fiber-optic sensor failure prompt on the screen of the cardiosave intra-aortic balloon pump (iabp), when attempting to use console on a patient. Users swapped out console, and continued treatment without issue. There was no harm, or injury to the patient, and no adverse event was reported.